Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open lobectomy procedure, the patient had bled out from the staple line on the pulmonary vein. The staple line was reported to be intact and functional during the original procedure. The patient died due to the incident.